Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical testing, but failed functional testing due to a time out while awaiting push back, during initial drain. A review of the event logs revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. A service history and device history was performed and no issues were found. There was no failure or malfunction identified that could have caused or contributed to the patient death.

Event description:
It was reported that a home patient (hp) who performs peritoneal dialysis (pd) on a homechoice cycler (hc) and died. The cause of the hp's death was unknown. The hp died at home and was not attached to the cycler at the time of death. It was unknown if an autopsy was performed. The death certificate is not yet available. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device has been requested for return to the baxter product analysis lab for evaluation. Should the device be received and an evaluation completed or additional information received , a follow up report will be submitted. Baxter has conducted a trend review . Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.